Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor glucose was 64 mg/dl and blood glucose was 177 mg/dl. Customer mentioned part of the sensor broke off inside the transmitter. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
We evaluate one opened/used sensor and performed continuity resistance test. Sensor failed per specifications. We inspected sensor and found sensor whole; no broken or missing parts.